Manufacturer narrative:
Eval of the returned device found the device has the old dilator tip attached to it. We have since modified the tip to have a chamfer edge which allows for a smooth transition, so the tip will not get stuck when pulling out.

Event description:
Reportedly, the distal end of the stent folded back on itself when the catheter was withdrawn. No patient injury or intervention was reported to have occurred as a result of this event. No further info available.